Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the lead; however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that during the implant procedure of this lead, high out of range pacing impedance measurements were noted. The procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.